Event description:
During routine testing, the user noted that the defibrillator would not charge. There was no patient involved. Examination of the unit disclosed that the front panel mountings were broken. The damage appeared to have been caused by a significant impact. The dislocated front panel was causing the safety dump switch to activate. The event is not occurring more frequently or with greater severity than is usual for the device.